Event description:
Nurse entered patient's room approximately 0100. Patient's alaris IV pump was alarming air-in-line. Upon rn's examination of line there appeared to be a whole in the elastic portion of the line that secures in the pump. When the stretchable piece was pulled the line was leaking. There were no adverse effects to the patient and the line was immediately replaced.

Event description:
Nurse entered patient's room approximately 0100. Patient's alaris IV pump was alarming air-in-line. Upon rn's examination of line there appeared to be a hole in the elastic portion of the line that secures in the pump. When the stretchable piece was pulled the line was leaking. There were no adverse effects to the patient and the line was immediately replaced.